Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port monopolar curved scissors (mcs) instrument was analyzed and found to have a detached fragment. The instrument tube adapter was broken. The broken piece was not returned and measures approximately 1.5mm x 3.7mm in size. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had scratches and cracks on the blades. The procedure was continued as planned with no reported injury.